Manufacturer narrative:
This report is submitted on november 26, 2018.

Event description:
It was reported that the patient experienced no connection with the internal device from onset, resulting in the decision to explant the device (date not reported).

Manufacturer narrative:
Correction: the device was not explanted, as previously reported in MFR report no: 6000034-2018-02263. This report is submitted on march 7, 2019.